Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent migration occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician deployed the 3.00x28 mm taxus express2 drug eluting stent. When the physician withdrew the stent delivery balloon, the stent came back into the left main. The physician re-inflated the stent delivery balloon and brought the stent back down to the femoral site. A surgeon was called in to perform cut down at the femoral site. Then the stent was lost and went further distal to the popliteal artery. The pt was transferred to surgery to do a cut down on the popliteal artery. The conclusion of the surgery is unknown. Add'l information was requested, but not provided.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.